Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per (B)(6), doctor reported that a female patient had a bard PICC inserted the end of (B)(6) for iron infusions and presented to the ER with a dvt in the same arm as the PICC. He wanted bard's recommendations on removal and treatment but does not have product number or lot number. (B)(6) advised that as a manufacturer bard does not have any recommendations regarding PICC removal with a dvt and cannot make treatment recommendations. (B)(6) referred him to the national guidelines that address this such. (B)(6) later called the hospital and spoke to the nurse caring for the patient. The patient had a powerpicc solo according to the patient guide; however, the patient was not given a product ID card with lot number, etc. According to the nurse, the patient is in the hospital receiving treatment (anticoagulant therapy) as the PICC was left in place.